Event description:
It was reported that the patient presented in clinic for a routine follow up. It was noted that the pacemaker failed to be interrogate with radio frequency (rf) telemetry and inductive telemetry. Telemetry test was performed with technical services. No programming/interventions made were reported. The patient was stable throughout.